Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a keyboard failure. A field service engineer replaced the keyboard, rebooted the station and confirmed it is now working correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a broken keyboard. The customer stated that the nursing staff informed the pharmacy that they were having difficulty accessing medications due to multiple keys on the keyboard sticking and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.